Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00128. (B)(6). The device was manufactured between 12oct2018 and 16oct2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified through evaluation of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked ¿luer connector after 6 hours storage¿. The device was filled with 5fu in 0.9% normal saline for a total volume of 233ml. There was no patient involvement. No additional information is available.